Event description:
It was reported that during a bowel resection procedure the device did not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.